Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm, but failure analysis has not yet been completed.

Event description:
It was reported that during a vinci-assisted surgical inguinal hernia bilateral procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received error 23138 on arm 2. The onsite logs showed error 23138 on arm 2. The customer had several occasions of this error and recovered from it, but it would return. The customer eventually disabled arm 2 and continued with the case using 3 arms. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer informed there was no harm or injury to the patient.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. In the system logs, the 23138 error (p1=6) was found indicating hall sensor issues on the carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 23138 error was triggered with a (p1=6) during instruments usage indicating fault on carriage degree of freedom (dof) 7. The unit was then installed onto a patient side cart fixture test platform (pftp) where sine cycle was found to be failing on the carriage instrument sterile adapter (isa) board with 23138 error (p1=6). As a result of these findings, fa was able to conclude that the isa board was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.